Manufacturer narrative:
8010047-2017-00719-1 . Per DHR the product hemolok ml clips 6/cart 84/box, lot # 73j1600111 was manufactured on 09/12/2016 a total of 13,426 pieces. Lot was released on (B)(6) 2016. DHR investigation did not show issues related to complaint. The customer returned one loose clip from unit 544230 hemolok ml clips 6/cart 84/box for investigation. The sample is for this complaint and complaint (B)(4). The clip was visually examined with and without magnification. Visual examination of the returned loose clip revealed that the clip has a boss broken off. The clip applier was not returned so it could not be determined whether or not the condition of the applier could have caused the broken boss. Based on microscopic examination of the point of break, it does not appear that the clip had a molding defect. The clip appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU instructs the user, "re-processing of products intended for single use may result in degraded other remarks: performance or a loss of functionality. Re-use of single use only products may result in exposure to viral, bacterial, fungal, or prionic pathogens. Validated cleaning and sterilization methods and instructions for reprocessing to original specifications are not available for these products. This product is not designed to be cleaned, disinfected, or re-sterilized." The reported complaint of "clips not closing properly" was confirmed based upon the sample received. The returned clip was received with one of the bosses broken off. It could not be determined when the boss broke or what caused it to break. Based on microscopic examination of the point of break, it does not appear that the clip had a molding defect. A device history record review was performed and no problems were found to suggest a manufacturing related cause. The applier was not returned with the clip. The probable cause of this complaint issue could not be determined. No further action will be taken.

Event description:
The clip got broken at or around the boss, and the broken pieces fell in the patient. The pieces were removed from the patient's body, and there was no health injury reported.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clip got broken at or around the boss, and the broken pieces fell in the patient. The pieces were removed from the patient's body, and there was no health injury reported.